Manufacturer narrative:
Batch review performed on 17 february 2020: lot 189636: (B)(4) items manufactured and released on 21-feb-2019. Expiration date: 2024-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with (B)(4) other similar events reported. Other implant involved in the event: batch review performed on 17 february 2020: hip implant: liner: versafitcup dm 01.26.2850mhc double mobility hc liner 28/dme (k092265) lot 1904369: (B)(4) items manufactured and released on 05-sep-2019. Expiration date: 2024-08-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with (B)(4) other similar event reported.

Event description:
The patient came in, 20 days after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner and the surgery was completed successfully.